Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that since the event, she has continued to use the insulin pump without any problems. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.